Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with a battery voltage of 2.69, and a charge time (CT) of 24.1 seconds. Premature battery depletion was alleged. A boston scientific technical services (ts) consultant suggested performing a save to disk and a memory dump, for analysis of the data. It was confirmed that the device tripped eri early due to high cell impedance and an extended charge time. The device was explanted, successfully replaced and returned to boston scientific for analysis.